Manufacturer narrative:
Part #: 319.006, synthes lot number: 7688516, manufacturing site: synthes (B)(4), release to warehouse date: 23-may-2014. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: 7688516) was received at us customer quality (cq). Only the body of the assembly was returned. The assembly was missing all other components. The overall complaint was confirmed as most components of the assembly were missing document/specification review: (current and manufactured). No design issues or discrepancies were identified. Dimensional inspection: dimensional inspection was not performed due to a definitive finding of missing components. Conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws as the device was missing all components except the body. Although no definitive root-cause can be determined, its possible the components were misplaced during a sterilization cycle/handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 two (2) depth gauges were found to be broken during a reverse logistics audit of returned devices at millstone. There was no patient involvement. This report is for one depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).